Event description:
Patient was undergoing evacuation of hematoma, reconstruction of the vulva, and packing of the vagina. Xeroform occlusive gauze roll was used. Pt presented to outside hospital with c/o vaginal pain. Upon examination, a retained foreign object was found and removed. Pt kept the specimen. It was found to be the silver foil tab that is used on the roll to get it started.